Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced phrenic nerve palsy (pnp). During cooling of the right superior pulmonary vein (rspv) the reading from the diaphragm movement sensor (dms) decreased. The physician manually confirmed the diaphragm movement was present enough to continue. The procedure was completed successfully using the original catheter; however, the nerve did not recover during this period. The catheter is not expected to be return as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.